Manufacturer narrative:
(B)(4). Unopened product from the same lot number was returned for evaluation and found to meet specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an optical store that on (B)(6) 2016, they received a complaint from a patient, who happens to be a doctor and (B)(6) pregnant. This patient has been a contact lens user for 20 years. The last 10 years she has been living in the "(B)(6)" and she has used contact lenses without any problem. Now, the patient returned to (B)(6) and she has been fitted with a different lens. After usage for 10 days, she started to experience discomfort in her left eye. It was so unbearable that she had to go to the emergency room at 3am. The contact lenses and lens solution were cultured, and tested positive for great amounts of candida guillermondii. She is now under treatment (unspecified) to solve the problem that the lens has caused to one of her eyes. The clinical report dated (B)(6) 2016 stated that the diagnosis was corneal erosion. The reason for her consultation was discomfort in the left eye since yesterday. It was noted that she currently uses monthly lenses, has myopia approximately -3.5, and denies allergies. The physical exploration of the left eye revealed "mild bulbar hyperemia, central epithelial defects (#3) <0.5mm contiguous, no infiltrates, ca formed, no tyndall, clear crystalline." The therapeutic plan was erythromycin every six hours for seven days, hypotonic sodium hyaluronate four times a day, a cease in lens wear, and "control tomorrow 9h urg oft." The clinical report dated (B)(6) 2016 stated that the patient had a diagnosis of a corneal ulcer in the left eye. The reason for her consultation that day was due to that corneal ulcer/erosion, and the patient is currently under treatment with erythromycin ointment, but is not showing signs of improvement. The patient states she has a lot of pain, photophobia and redness. The patient's current lens wear process remains unchanged from the (B)(6) 2016 report. The physical exploration of the left eye revealed "mild bulbar hyperemia, conjunctival injection, cornea 2 central infiltrates (about 0.8 mm in diameter) with central epithelial defects, mild central edema, some turgor on the descemet, ca create, no fibrin cel 0.5, no hypopyon, and clear crystalline." The therapeutic plan stated that the conjunctival frotis is done and corneal curettage. The prescribed treatment was vancomycin eye drops 1.5% every hour, day and night. Ceftazidime eye drops every hour, day and night, and a continued cease in lens wear. The (B)(6) 2016 microbiology test result stated that a bacteria and fungi culture was performed on the lenses and a "great amount of candida guillermondii" was discovered, and the test for parasites was still in progress. The (B)(6) 2016 microbiology test on the corneal curettage revealed a negative result. The completed adverse event form received from the optician on (B)(6) 2016 stated that only the left eye as involved, the patient was not hospitalized, the patient's wear schedule was monthly, 8-10 hours a day, and these lenses were worn for 10-12 days. It was indicated that the patient had a medical history of a previous contralateral corneal erosion. There were no known contributing factors to this event. A culture was performed and tested positive for candida guillermondii. There was severe pain/discomfort, severe redness, no discharge, severe anterior chamber reaction, a corneal ulcer was found with a central 4-6 mm location, and three infiltrates were noted with a central 4-6 mm location. There was corneal staining with a severity listed as moderate to severe, and there was no permanent scarring. The prescribed treatment was ceftazicine, vancomycin, chlorhexidine every hour for 15 days, and a cease in lens wear. The event is listed as resolved with a follow-up appointment for (B)(6) 2016. Lens wear has not yet resumed as it was not medically allowed yet. Before and after visual acuity was not noted.

Manufacturer narrative:
Process and sterilization records for this lot have been reviewed and found to be in compliance. According to the manufacturing site¿s bacterial identification monitoring masterlist, no candida guillermondii / candida spp. Was found. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.